Manufacturer narrative:
The reported event was confirmed manufacturing related. Three photos were received for evaluation. The first one shows the back side of the product 140000 lot nggy5880, the second photo shows the other side evidencing the missing component. The last photo is a handwritten note in native language. Received 1 unopened ureteral catheter adapter packaging. Per visual inspection it was confirmed that there was no product inside, the packaging was empty. The returned sample does not meet specification which states: no missing or damaged components. No additional actions can be taken at this time. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: bard ureteral catheter adapter: this is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of device, which may lead to device failure, and or lead to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state and federal laws and regulations. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when customer tried to open ureteral catheter, there was no product inside.

Event description:
It was reported that when customer tried to open ureteral catheter, there was no product inside.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.